Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2017-03276, reference MFR. Report# 1627487-2017-03277, reference MFR. Report# 1627487-2017-03278, the patient was implanted with two systems lumber and cervical. This report is related to the lumber system. The patient received two anchors with a same lot number. It was reported the patient experienced infection in the lumbar region. As a result, the scs system was explanted. Reportedly, as of (B)(6)2017 the infection has resolved. Explant date is unknown at this time.